Event description:
In (B)(6) 2010, I got essure. In early 2011 I begin to notice hair loss, joint pain, heavy periods, severe cramping, and debilitating migraines. I sought medical care from multiple specialists and took medications to treat a host of essure induced illnesses.